Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.